Event description:
It has been reported to philips that a vulnerability scan has been performed on the servers. Customer has requested support. No harm to the patient or user was reported. Philips has started an investigation for this complaint.